Event description:
A zimmer k-wire 1.045, inserted to lower right big toe, whose tendon had been damaged by bunion surgery broke in half. It traveled and lodged in arch, causing pain with each step. 5/8" of that pin was surgically removed two weeks later.